Event description:
On 28 mar 2008, after reviewing the product returned for investigation, it was identified that the leading thread of the driver is deformed on the retaining shaft. On a month prior, the sales representative had previously reported that the driver was not working properly when inspecting the kit. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The review of the device history records indicate the part met specification. Visual and functional examination indicates the lead thread on the screwdriver retaining shaft is deformed. Functional testing found the deformation inhibits the retaining shaft from treading onto the screw head. The sequoia drivers were recalled on 02/13/2008 and the dallas district office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.